Manufacturer narrative:
The insulin pump was received with broken battery cap contact however; the insulin pump powered up properly and was tested with a test battery cap. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 112 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer stated the display didn't return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error and failed battery test. Customer's blood glucose was 112 mg/dl. The customer is unable to complete the troubleshooting due to blank display.